Event description:
The customer reported that the device locked up while the surgeon was cutting. The device was removed with no tissue damage. The device was returned for eval with the knife protruding from beyond the jaws.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.